Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no samples were returned. Review of manufacturing records revealed no issues. A root cause was not identified due to insufficient information. A labeling review was not required since there is no suspect of use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the caregiver reported the following. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient recovered and was discharged on an unreported date in (B)(6) 2011. The action taken with dianeal therapy was not reported. Concomitant medications were not reported. The consumer believed the peritonitis was caused by an unknown reason. The consumer did not provide an opinion on causality for the event of peritonitis in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.